Event description:
It was reported that during a surgical procedure at 136,701 joules of use and 22:38 minutes, "tip was blown out." Was observed. A second fiber was used to complete the procedure. Patient outcome: "the case was completed". There was no report of patient injury.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-442a-(B)(4). The fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the glass cap output area appears depressed; the metal cap exhibits moderate detritus adhesion. Based on failure analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.